Event description:
Procedure performed: gastrectomy. Event description: after pushing the actuator of this unit forward, it was found that the bag was not attached to the prongs and could not be opened. Due to the bag being heavily stained with blood, the specimen bag was discarded by the hospital and not returned. Only the main unit was retrieved. There is no impact to patient. User replace with a new one to complete this surgery. There is no other instruments to effect this event. Additional information provided by [name] on 03mar2025 via email: yes, the bag completely fell off the metal supports. Yes, the tips were exposed inside the patient. The bag fell off at the beginning of use. When the user pushes the thumb ring forward, the bag falls off before the support frame is fully extended. No, the actuator was not pushed forward, retracted, and then fully deployed. This occurred during bag manipulation to unroll the bag. This did not occur during specimen insertion. Intervention: user replace with a new one to complete this surgery. Patient status: fine.

Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: gastrectomy. Event description: after pushing the actuator of this unit forward, it was found that the bag was not attached to the prongs and could not be opened. Due to the bag being heavily stained with blood, the specimen bag was discarded by the hospital and not returned. Only the main unit was retrieved. There is no impact to patient. User replace with a new one to complete this surgery. There is no other instruments to affect this event. Additional information provided by [name] on 03mar2025 via email: yes, the bag completely fell off the metal supports. Yes, the tips were exposed inside the patient. The bag fell off at the beginning of use. When the user pushes the thumb ring forward, the bag falls off before the support frame is fully extended. No, the actuator was not pushed forward, retracted, and then fully deployed. This occurred during bag manipulation to unroll the bag. This did not occur during specimen insertion. Intervention: user replace with a new one to complete this surgery. Patient status: fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, without the specimen bag. Visual inspection confirmed the complainant¿s experience of the specimen bag falling off the metal supports. Based on the condition of the retuned unit and the description of the event, it is possible there was a defect on the bead, leading to a loose fit between the supports and the bead. It is also possible that the actuator was retracted after the bag was inserted into the tube during manufacturing, as a result the bag became more susceptible to fall off the supports during deployment. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.